Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection and functional testing were performed. Visual inspection noted nothing unusual with the device. The power on self-test noted an air alarm. The cause was determined to be that the air sensor was out of calibration. To address the condition, the air sensor was recalibrated. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an air alarm. No patient involvement. No additional information is available.